Event description:
It was reported that upon receiving a vibratory alert, the patient presented in clinic for follow-up. Interrogation of the implantable cardioverter defibrillator revealed that the device was in backup mode due to event queue overflow. Programming changes were made. The patient was in stable condition.